Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). Other applicable components are: product ID: 3389s-40, lot# unknown, implanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial# unknown, implanted: (B)(6) 2017, product type: extension.

Event description:
A manufacturer representative (rep) via the healthcare professional (hcp) reported that, following implant on (B)(6), the patient complained of numbness in the back of the neck where the extension passes underneath. When the issue was reported, impedances were shown to be as normal, so the patient was to be monitored. No telemetry or x-ray data was taken, with no diagnostics performed or interventions planned. Additional information received on may-31 reported that the hcp believed the implant could be one of the possible factors, with a "leak" at the connection between the lead and the adapter suspected. On jun-01 it was further noted that the connection between the lead and adaptor was not covered by a silicon cap, with impedance measurements taken and shown to be within range on all contacts. The issue was unresolved at the time of the report and the device remains implanted/in service. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a representative reported "leak" at the lead/extension connection was meant to indicate that there was stimulation at that location. There was "leakage of electric current." It was unknown if there was any interventions planned to resolve the "leak" at the extension/lead connection. It was unknown if the issue had been resolved. No complications were reported/anticipated.